Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and residues of silicone in the flexcil line of the device were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11708. It was reported that an inflation device contained a foreign matter. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was a water droplet on the tube portion of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11708. It was reported that an inflation device contained a foreign matter. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was a water droplet on the tube portion of the device. There was no patient involvement.